Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed, jaws are in the closed position, not believed to have been stuck on tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the el5ml device was received in good visual condition, with the jaws closed and with one double feed clip in the jaws, the clip was removed and analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clip within mfg specs. The jaws opened and closed as intended during analysis. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the mfg process.